Event description:
Experienced home health nurse flushed PICC line & noticed leak in catheter approx. 1/2 cm. From hub. It was taped & dressed exactly according to MFR & recommendation & flushed according to standard. It was secured in non-bending part of arm.